Manufacturer narrative:
Device 1 of 2. Eval - method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: #1627487-2010-00490. The pt received an scs system consisting of an ipg, paddle lead, and lead extension on (B)(6) 2003. It was reported on (B)(6) 2009 that during a routine ipg replacement surgery, the physician attempted to insert the existing lead extension into a new ipg but could not. The extension would not insert fully into the ipg header. The physician attempted to connect the extension into another ipg without success. The physician did not implant an ipg and planned to complete the procedure at a later date. The ipgs were returned to ans for analysis. Follow-up on the pt found that he did receive an ipg at a later date.